Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. The physician reported in safety mode programming the patient experienced heart failure. A device replacement is expected but has not occurred at this time. Additional information has been requested but was not provided. This pacemaker remains in service. No additional adverse patient effects were reported.